Manufacturer narrative:
Through follow-up with the user facility, steris learned that at the time of the event the employee was testing the washer and selected the close door button. The employee became distracted by an alarm and did not remove their arm from the path of the door as it closed resulting in the reported injury. A steris service technician arrived onsite to inspect the washer and found that the safety bar for the door was broken. The technician replaced the door assembly and safety bar, tested the unit, confirmed it to be operating according to specification, and returned it to service. The technician counseled user facility personnel on the proper use and operation of the washer, specifically to keep away from the door while opening and closing. No additional issues have been reported.

Manufacturer narrative:
Investigation of the reported event is in progress; a follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported an employee was injured while using their reliance vision-single chamber washer/disinfector. No further details have been provided at this time